Event description:
(B)(4) study. It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, the patient presented for their 45 day follow up which a CT scan revealed a complete laa seal and presence of laminar non-mobile thrombus on the atrial facing surface of the device. However, there was no evidence of pericardial effusion or atrial septal shunt noted. The patient was on clopidogrel at the time of event and a follow up CT scan was scheduled within the next three months.

Manufacturer narrative:
Correction: it was further reported that the site confirmed that the event was not serious and the investigator did not consider the imaging observed in the CT as a device thrombus.

Event description:
Flxibility study it was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, the patient presented for their 45 day follow up which a CT scan revealed a complete laa seal and presence of laminar non-mobile thrombus on the atrial facing surface of the device. However, there was no evidence of pericardial effusion or atrial septal shunt noted. The patient was on clopidogrel at the time of event and a follow up CT scan was scheduled within the next three months. It was further reported that the site confirmed that the event was not serious and the investigator did not consider the imaging observed in the CT as a device thrombus.